Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support and advised the patient had been hospitalized for catheter repositioning and peritonitis. Upon follow up, the pdrn stated the patient was hospitalized for catheter repositioning, and developed peritonitis during the hospitalization. The hospitalization dates were not provided. The cause of the patient¿s peritonitis was unknown. The patient¿s culture results were positive for peritonitis, however the date of the culture and the organism were unknown. The patient recovered and was discharged from the hospital. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Clinical investigation: while there is a temporal relationship between continuous cyclical peritoneal dialysis (ccpd) therapy with the liberty select cycler and the patient¿s peritonitis; there is no documentation that indicates the event was caused by liberty select cycler malfunction or product deficiency. The patient had a history or poor peritoneal dialysis (pd) drains and was hospitalized for a pd catheter (not a fresenius product) repositioning and subsequently while hospitalized the patient developed peritonitis. The exact cause of the patient¿s peritonitis cannot be determined with the available information. However, the patient¿s pd catheter (not a fresenius product) is a likely cofounding factor. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.